Event description:
Event description guidant received information that during a hysterectomy surgery, this device was turned off for surgery. When the device was turned on again after the procedure, a warning message was displayed indicating a decrease in the r-wave amplitude and out-of-range shocking impedances. A manual shock lead impednace test displayed the same results. Pacing and sensing is functioning without problems. This patient has an abdominal system but it is unknown whether the hysterectomy was performed abdominally.